Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and fluid collection "likely secondary to metallosis." Update rec'd 11/6/2014- pfs and medical records received. After review of the medical records for MDR reportability the revision operative note indicated pain, discomfort, metallosis, pseudotumor, and osteolysis. The stem is being added for the alleged increased metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/3/2014.

Manufacturer narrative:
(B)(4). Added examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the product/lot code combinations. Per procedure, the insert and femoral head are exempt from device history record review. Review of the stem device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable see section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 7, 2017: pfs and medical records received. Pfs alleges atrial fibrillation possibly due to high cobalt levels. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported elevated ion levels, and a large amount of metal debris inside the femoral head. Laboratory result for cobalt level is above 7 mcg/l. This complaint was updated on oct 3, 2017.